Manufacturer narrative:
(B)(4) the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used transgastric to the small bowel during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to release the distal stent flange but the handle broke causing the gray hub to slide all the way up the handle. The stent fully deployed and the physician removed the entire device. The physician sutured the gastric hole closed and the procedure was not completed as the physician did not have another axios stent and delivery system available. The patient remained in the hospital until another axios stent and delivery system arrived and was implanted. There were no patient complications reported as a result of this event. The patient has undergone another stent placement procedure and is reported to be stable. Note: per the hot axios stent and electrocautery- enhanced delivery system directions for use, the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst. The hot axios stent and electrocautery- enhanced delivery system is contraindicated for any use other than those specifically outlined under indications for use.

Manufacturer narrative:
A functional evaluation of the returned hot axios delivery system noted that the stent deployment hub was free to move on the delivery system, and the bond between the outer sheath and the stent deployment hub was broken. Ftir analysis of the glue at the joint of the outer sheath and stent deployment hub revealed that the amount of glue present was insufficient to create a proper bond between the two components. The luer of the device was examined and no damage was noted. A visual evaluation of the remainder of the delivery system identified no other damage. The stent was not returned. The complaint that the handle broke was confirmed. The most probable root cause of this event is supplier manufacturing. An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be used transgastric to the small bowel during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to release the distal stent flange but the handle broke causing the gray hub to slide all the way up the handle. The stent fully deployed and the physician removed the entire device. The physician sutured the gastric hole closed and the procedure was not completed as the physician did not have another axios stent and delivery system available. The patient remained in the hospital until another axios stent and delivery system arrived and was implanted. There were no patient complications reported as a result of this event. The patient has undergone another stent placement procedure and is reported to be stable. Note: per the hot axios stent and electrocautery- enhanced delivery system directions for use, the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst. The hot axios stent and electrocautery- enhanced delivery system is contraindicated for any use other than those specifically outlined under indications for use.